Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there was no indication of a serious injury, patient death, or other adverse event related to the use of a fresenius product. The patient did not report a cause of the weakness and diarrhea. However, there was no allegation of a device malfunction or deficiency reported for this event.

Event description:
During the follow-up for an unrelated issue, a peritoneal dialysis (pd) patient reported that they had to cancel a pd treatment due to feeling weak and having diarrhea. The patient reported that they were admitted to the hospital on the same date. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.